Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, or accessory device support and is not generally associated with a product quality deficiency. Although no patient anatomical information was provided, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. Potential factors that can contribute to difficulty of removing the sds may include, but are not limited to, manufacturing, anatomical conditions, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter, or procedural technique. Furthermore, stent dislodgement within the body may be related to factors such as improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy, or from an interaction with a previously implanted stent and/or accessory devices. In this case, since there was no report of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the difficulties experienced. Return of the graftmaster may have ultimately aided the investigation in determining a cause for the reported event. It is possible that the stent interacted with the lesion during attempted advancement such that upon removal, the stent became disrupted on the balloon and dislodged. This interaction may have caused the reported resistance upon removal, although this cannot be confirmed. The surgical procedure and removal of foreign body appear to be secondary effects of the reported stent dislodgement and perforation. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify product quality, including stent dislodgement force as well as proper guide wire and guiding catheter movement. Based on the information received, the reported failure to advance appears to be related to operational context of the device. Although there does not appear to be any indication of a product quality deficiency, a conclusive cause for the reported difficulty of removing the sds and stent dislodgement could not be determined. The device history record for this product was not reviewed and a similar incident query was not performed because the product was not returned and the part and lot numbers were not reported.

Event description:
It was reported that during a procedure to treat the first marginal vessel, a perforation occurred in the circumflex artery due to prolonged balloon inflations. A graftmaster coronary stent was advanced to the left main, in an attempt to treat the perforation; however, the device would not cross, and during an attempt to withdraw the stent system, resistance was noted with the vessel, and the stent became dislodged in the left main. Multiple attempts were made to retrieve the dislodged stent; however, the attempts were unsuccessful. The patient remained hemodynamically stable. The patient was sent to surgery for bypass of the distal marginal vessel, retrieval of the dislodged stent, and to seal the perforation. No additional information was provided.